Event description:
It was reported that the infusion device alerted the patient very often about occlusion. The night before to the reported incident, the patient did not hear the device´s acoustic signal alerting him of an error or warning message and woke up with high blood glucose values in the morning. Not feeling well, the patient was admitted to hospital. It is unknown if or what kind of treatment he received.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.